Event description:
I used renu with moistureloc contact saline solution last year, and I had to go to three different drs to determine and treat my eye infection. It was determined that I had a fungal eye infection with two corneal ulcers. I have scarring in my left eye that leaves me with blurry vision.